Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a co2 angiogram of the right leg, diffuse disease was observed throughout the entire right anterior tibial artery. The lesion length was 250mm and the target lesion was plaque. Lesion stenosis was 60-70%. There was minimal tortuosity and calcification. The artery was 3mm in diameter.  A pacific plus balloon was used for a three-segment percutaneous transluminal angioplasty (distal, middle, proximal). After the initial procedure, a follow-up co2 angiogram showed minimally improved flow, prompting a repeat of the angioplasty. During the procedure, difficulty was encountered when attempting to back out the balloon over the wire, as it kept getting caught. The balloon was fully deflated, the balloon catheter was flushed, and the wire was wet. The wire was changed but despite using a new wire, the issue persisted. Pta was then done on the proximal segment of the right anterior tibial artery. When that was done, and the balloon was fully deflated, the physician then attempted to remove the balloon over the wire again, and even with great force was unable to back the balloon out. The physician ultimately removed both the wire and the balloon together, risking loss of access to the target vessel. With both the balloon and the wire outside of the patient, the scrub tech tried to remove the wire from the balloon catheter and was successful after pulling with great force on the wire. Examination of the balloon and wire showed no kinks or obstructions or possible ledges that the wire could have gotten caught on. Scrub tech then flushed the balloon catheter, and didn't feel any blockage or obstruction in the balloon catheter while flushing. The procedure continued, and the lesions found in different below-the-knee arteries were treated with a non medtronic balloon as well as the wire used with the pacific plus, no patient injury.

Manufacturer narrative:
Product analysis: the device was returned with the balloon in a post-inflated state. A 20ml water filled syringe was used to flush the device and a steady stream of water was observed exiting the tip. A 0.014¿ guidewire was loaded through the tip and exited through the luer without issue and could move freely. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.